Event description:
On (B)(6) 2008, a perigee graft with intepro was implanted. It was reported that the pt presented with, "irritative bladder symptoms" and a cystoscopy revealed a bladder stone. "While using a laser to remove the stone, he noticed mesh in the bladder". On (B)(6) 2011, a laparotomy was done to remove the mesh from her bladder. The procedure went well and the physician will continue to follow the pt's progress.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.